Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had an infection with discharge at the stimulator level and there was presence of a germ. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. The patient received antibiotics and dressing. The event was ongoing. The event was assessed by the investigator as not serious, related to the device, and not related to the procedure. Relevant medical history includes fecal incontinence due to pudendale neuropathy. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the event resolved on (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information via the rep on behalf of the hcp in a clinical study reported that the onset date was (B)(6) 2014. The ins and the lead were explanted on (B)(6) 2014. It was noted that the event was related to the procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information via the rep on behalf of the hcp in a clinical study reported an intervention as required and the patient had a deterioration of health. The ins was explanted on (B)(6) 2014. No further complications were reported.